Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The day prior to the event diagnosis, the patient was hospitalized for six days. The patient was treated with injection vancomycin (2g for five days; route and frequency not reported) and injection gentamycin (20mg for 21 days; route and frequency not reported) for peritonitis. The same day as diagnosis, dianeal therapy was discontinued. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.